Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that during unpacking, the guide wire came apart out of the dispenser hoop. The procedure outcome and patient status is unknown. Additional details have been requested but are not available.